Event description:
It was reported that this patient presented to the emergency room after receiving four inappropriate shocks due to t-wave oversensing. A treadmill test was subsequently performed and no further issues were reported. The patient then received another inappropriate shock due to noise and it was noted that smart pass had been disabled. Review of the device data identified the presence of noise after which the signal amplitude dropped and oversensing occurred. The device is programmed to secondary vector and smart pass was re-enabled. Pocket manipulation was performed and no noise was observed. A boston scientific technical services consultant discussed the report clinical observations and recommended further troubleshooting to determine the cause of the noise. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to provide additional information that the product has been abandoned and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that this patient presented to the emergency room due to inappropriate shocks which resulted from oversensing. A review of the device data identified a previous episode of inappropriate shocks due to oversensing of low amplitudes. A boston scientific technical services consultant discussed programming options for this patient and further troubleshooting. No adverse patient effects were reported.